Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 512 mg/dl. Customer also reported that the insulin pump had crack on the railings. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis.